Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02991. It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances on multiple contacts on a single lead. In turn, surgical intervention may occur at a later date to address the issue. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Event description:
Additional information received indicated surgical intervention occurred wherein the l1 lead was explanted and replaced to address the issue. Additionally, the ipg was explanted and replaced due to reaching end of life (related manufacturer reference number: 1627487-2022-05580).

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event that the lead was subjected to while still in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.